Event description:
Related MFR reference numbers: 3005188751-2012-00308 and 3005188751-2012-00309. It was reported during an atrial fibrillation ablation procedure using three swartz braided transseptal introducers, air was noted in the right coronary artery. The physician completed three transseptal punctures and inserted three swartz braided transseptal introducers into the left atrium. Pulmonary vein angiography was completed and approx two minutes later the pt became bradycardic and hypotensive. Angiography revealed air in the right coronary artery. The physician aspirated the air from the coronary artery and the pt's rhythm and blood pressure returned to normal. The three introducers were replaced and the procedure was completed successfully with no further consequence to the pt. The pt's status was listed as stable.

Manufacturer narrative:
We were unable to evaluate the device involved in this incident as the components of the device have not been returned for analysis. Should the device or add'l info be received, a f/u report will be sent.